Event description:
The customer reported that the device was smoking. During testing and investigation, the power supply was found to be burnt. Testing and investigation determined the probable cause was the power supply. The power supply pwa (printed wiring assembly) was replaced and testing observed the device functioned normally. There were no reports of delays in critical therapies or adverse patient events while the device was in use.